Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient "had an intrathecal morphine pump and there was a malfunction with the pump and tubing, so it had to be removed". The patient "unfortunately suffered a spinal cord injury from the explant surgery". The patient "woke up from the surgery paralyzed from the waistband down" and "spent a year and four days in the hospital as a result". The patient "started getting feeling in my feet and the feeling I have is extreme pain because I have nerve damage". The patient didn't know what the surgeon did and, at the time of this report, was in "excruciating pain". The patient's doctor was "at his wit's end trying to find something to help me". The patient wanted to get the pump implanted again, but "it's been known in the hospital and medical community there what happened to me". Per the patient, "half the surgeons are afraid to do the surgery and the other half don¿t know what happened and don't want to do further damage". In regards to explant information and event date, the patient stated "the same year it was implanted it was again in 2019" and "then the issue came about in (B)(6) 2019". The patient originally mentioned "maybe (B)(6) of 2019 was when it was explanted" but then the patient stated "it was less pump and more the catheter because I remember hearing when I came out of surgery that the catheter looked like it was chewed up like a mouse was in my stomach chewing it up". The patient stated " I keep missing my words lately" and had difficulty speaking during the call to patient services. The indication for the use of the patient's pump was non-malignant pain. The pump was previously used to deliver unknown morphine. Dose and concentration information was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the hcp was not the explanting surgeon. The hcp stated that the pump and catheter were explanted in 2019 at a facility (name provided). A new system was not implanted. The hcp stated that the patient had not had a pump in 4 years and did not have an existing system. The patient had a connector fail and was causing withdrawals. A side port study was performed and it showed that medication was not going through the catheter, so the hcp sent the patient to a different hospital for a neurosurgeon referral. The hcp stated that something happened (the hcp did not know what) and the patient was in the hospital for 3 months and the patient couldn't walk and was permanently in a wheel chair with permanent arachnoiditis. The hcp stated this was not related to the patient's pump at all, but was indirectly related since there was originally a catheter disconnect which led to the surgery and post-explant symptoms. The cause of the catheter depression on the pump appeared to have been a disconnect from the pump. There was no pump malfunction, the catheter was disconnected from the pump. The cause of the patient's post-explant symptoms was an unknown doctor. The hcp stated that he was a doctor at a hospital where he no longer had pri vileges and suspected the cause of the patient's post-explant symptoms (spinal cord injury, paralysis, pain, and nerve damage) was arachnoiditis. The event had not resolved.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the catheter was fractured and would be revised. It was reported that a portion of the catheter was depressed on the pump which caused the fracture. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a refill on wednesday and was not feeling great on thursday. The caller stated that the patient saw the hcp today and reported nausea. It was noted that the physician thought that she may be going through withdrawal. The logs were checked and everything was normal, the pump pocket was examined via a CT scan and no fluid was noticed around the pocket. It was reported that the hcp was not concerned with a pocket fill. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) indicated that the cause of the symptoms appeared to be caused by a catheter disconnection. It was reported that the patient was referred to the surgeon for exploration. No further complications have been reported as a result of this event.